Event description:
It was reported that during irrigation, a loose piece of plastic from inside the syringe fell into the pt's wound and had to be removed. There was no injury to the pt.

Manufacturer narrative:
The sample was not returned. The lot number is unk therefore the device history record could not be reviewed. (B)(4).